Manufacturer narrative:
Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during maintenance, the endoscopy cart was not white balancing on the device and true colors were not being achieved for the image. With troubleshooting the lamp was checked to be within specifications and the light control cable had proper connection on both ends and was securely connected. The white balance was still not achieved and the narrow band imaging (nbi) was not being turned on. The setting of the light source was discovered to be on manual mode; once changed to auto and re-white balancing performed the issue was resolved. There is no patient involvement.

Manufacturer narrative:
The device is not returned but evaluation has been done by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Reported issue for this event, during maintenance, the device was not white balancing and true colors were not being achieved for the image. Upon troubleshooting, the device connections were ensured to be proper and secure; the lamp was within specifications. However, it was noted that the device was set to a manual mode. After switching the device to the auto mode and re-white balance, the true color returned and problem resolved. The probable cause of the event is likely the proper connections and settings not made by the user and not considered to be malfunction of the device. The instructions for use includes the following statements white balance cannot be achieved: ¿ properly and securely connect all cables. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.